Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was provided on (B)(6)2019. The patient stated they felt light-headed on their way to the subway. They sat on a bench, ate an apple; however, they passed out. A bystander called emergency medical services (ems) and the patient was transported to the hospital. They regained consciousness in the ambulance. In the hospital, blood tests, eeg (electroencephalogram), and a CT scan (computed tomography) were performed. He was diagnosed with acute epileptic seizure due to hypoglycemia and discharged three days later. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient reported inaccuracies; however, the cmg and bg values were not provided. Emergency medical services (ems) was called and the patient was transported to the emergency department. A computed tomography (CT) scan, MRI (magnetic resonance image) and eeg (electroencephalogram) was performed but no other medical intervention information was provided. No additional event or patient information is available. There were no reported glucose values available to search within the parkes error grid calculator. No additional event or patient information is available.